Event description:
It was reported that the customer experienced ongoing intermittent occlusions alarms starting (B)(6) 2024. During this time frame, customer started and stopped insulin therapy on the pump multiple times. As a result of the ongoing occlusions, customer was admitted to the intensive care unit (ICU) on multiple occasions (specific event dates and event details were unable to be provided). Customer was treated with intravenous fluids of saline and insulin while in the ICU and reported blood glucose (bg) levels above 550 mg/dl. Additionally, customer alleged heart and kidney damage. Customer reverted to an alternate form of insulin therapy.